Event description:
Info received indicates the brake is not working. The right foot brake caster is not holding when in brake.

Manufacturer narrative:
The technician found the caster support was broken. He replaced the brake caster and the caster support to repair the bed.